Event description:
The following was reported to hamilton medical ag: customer reported the c6 is alarming " low oxygen" and "oxygen supply failed" during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the oxygen mixer assembly has been identified to be the faulty component. Replacement of the defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the oxygen mixer assembly has been identified to be the faulty component. Replacement of the defective component.

Event description:
The following was reported to hamilton medical ag: customer reported the c6 is alarming " low oxygen" and "oxygen supply failed" during ventilation.